Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow up, t wave oversensing was observed. The patient did not receive therapy. The oversensing was confirmed on a real time egm. It was recommended to reprogram the device.